Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a knee replacement, at the end of the procedure, the device was opened or removed from the packaging for one minute. When the physician began to close the skin on the knee using an uninterrupted stitch, the loop broke when the doctor pulled the suture to secure the device at the apex of the wound. A knot was performed by the physician in order to maintain the suture in place to complete the case. There was no patient injury.